Event description:
It was reported that a capsule tear was discovered after the lens was placed in the eye. The lens was removed and a lens of a different model was placed in the sulcus. The would was sutured. Reportedly the pt will do "fine with longer healing time." Reference MDR #1313525-2015-00492 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.